Event description:
The plaintiff, alleges that gloves made of latex rubber plaintiff used or to which plaintiff was exposed, when plaintiff practiced plaintiff's profession as a nurse anesthetist has caused plaintiff to become seriously allergic to all forms or latex. Plaintiff alleges that plaintiff's condition was diagnosed in january 1998. Plaintiff further alleges that as a result of having contracted an allergy to latex, plaintiff has been rendered chronically ill, reacts to exposure to latex so that plaintiff is unable to practice plaintiff's profession, has been rendered permanently sore, sick and disabled, has suffered great loss of earning capacity and expenses for medical care, and is in danger of unexpected life threatening attacks. Furthermore plaintiff alleges that plaintiff has become ill and disabled, has been and will in the future be prevented from transacting plaintiff's business and obtain a job for which plaintiff is qualified by training and experience, and which has rendered plaintiff disabled and has caused great pain of body and mind. Finally, the plaintiff's spouse and the plaintiff's children allege that as a result of the plaintiff's injuries they have suffered a loss of the consortium of plaintiff, their parent and next best friend, and will suffer greater loss in the future, all to their great damage.